Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, an insert and patellar component revision was performed approximately 5 years post implantation due to the onset of pain and avn (avascular necrosis). It was communicated that imaging and other requested medical documentation was not available for inclusion in the medical investigation. Without the requested information, the clinical root cause of the reported event could not be fully assessed or concluded. The patient impact beyond the reported symptoms and revision could not be determined, as the current patient status is unknown. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a primary tkr surgery, had been performed on 2016, one lgn ps high flex xlpe sz 7-8 11mm and one 35mm resurfacing patella appear to trigger pain and avascular necrosis (avn). The problem was treated with a revision surgery on (B)(6) 2021, where an 7/8 12mm high flex was implanted. Current health status of patient is unknown.